Event description:
Boston scientific received information that during the follow up procedure noise was noted on the pace/sense and shock channel of this right ventricular lead. In additional low r-wave amplitudes were revealed. A review of the device memory showed an episode of pacing inhibition resulting in asystole for > 2 seconds. At another follow up it was not possible to reproduce noise or pacing inhibition thus an early follow up has been scheduled. This right ventricular lead remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.